Event description:
User facility reported the device was in use with pt in home care for infusion of cytarabine. According to user the pump alarmed and stopped delivery. During consultation with ambulatory care department of his treating facility, user was advised to report to ambulatory care department for troubleshooting. When pt reported to ambulatory care the nursing staff could not resolve the pump issue (alarming with no displayed message). The cytarabine dose was given to pt the following day. According to user facility the treating physician delayed the pt's scheduled bone marrow transplant by a day due to the change in the dosing schedule. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.